Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found light scratches on the lens optic. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the technician poured a (B)(4) collamer aspheric single piece lens into a sterile bowl and noted the lens was scratched. The lens was not loaded or used and there was no patient contact. The reporter stated the technician did not use forceps to remove the lens from the vial. The reporter stated they felt the lens was received damaged and was defective.

Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, sterilization or packaging processes of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause of the event is mishandling of the lens at the facility. (B)(4).